Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Reprograming options and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.